Event description:
It was reported that the status lights for alarm code broke off. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Wear and tear damaged line cord. Outdated printed circuit board (pcb) and power switch. Removed the front cover for a visual inspection. The reported issue was confirmed. The root cause of the reported issue was found to be forcing on the front cover by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customers reported problem were found during the review of service and repair records.